Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have an open driven ground. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the brown drive ground wire inside the cable connecting the distribution node (dn) and therapy electrode (te) was detached from the te3 pad on the pca board inside the dn. The cause of the open driven ground circuit is the detached wire. The root cause of the detached wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the detached wire. The last patient to use this electrode belt did not report any deficiencies.